Event description:
It was reported that the patient was experiencing diaphragmatic stimulation due to the left ventricular (lv) lead. The lv lead was reprogrammed and remains in use. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient came in for their three month follow up and complained of diaphragmatic stimulation again. The lv lead was reprogrammed again and remains in use. No further patient complications have been reported as a result of this event.